Event description:
It was reported the patient had inappropriate therapy due to oversensing and lead fracture. It was also reported the lead had impedances out of range. On (B)(6) 2010, the patient had replacement surgery of the device and the pacing lead. Later review of manufacturing database the patient had died three days after this procedure. Follow up with the physician reported the cause of death was cardiac and was related to a malfunction of the generator or lead system. He reported " 'noise' due to a fidelis fracture resulted in multiple inappropriate ICD shocks; she had underlying af and must have embolized during 1 of these shocks - she died of complications of multiple emboli."

Event description:
It was reported the patient had inappropriate therapy due to oversensing and lead fracture. It was also reported the lead had impedances out of range. On (B)(6)-2010, the patient had replacement surgery of the device and the pacing lead. Later review of manufacturing database, the patient had died three days after this procedure. Follow up with the physician reported the cause of death was cardiac and was related to a malfunction of the generator or lead system. He reported " 'noise' due to a fidelis fracture resulted in multiple inappropriate ICD shocks; she had underlying af and must have embolized during 1 of these shocks - she died of complications of multiple emboli." Follow up revealed the device was replaced due to being close to eri. The pacing portion of the lead was capped and replaced due to the fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had inappropriate therapy due to oversensing and a lead fracture. It was also reported the lead had impedances out of range. On (B) (6) 2010, the patient had replacement surgery of the device and the pacing lead. Later review of manufacturing database, the patient died three days after this procedure. There is no allegation from a health care professional that the death is device related. The cause of death has been requested and not received.